Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent would not deploy. The 80% stenosed target lesion was located in the left main coronary artery. Pre-dilation was performed with an unspecified balloon. The 2.5x16mm taxus liberte coronary drug-eluting stent was advanced to the lesion, but would not deploy. The procedure was completed with a 2.5x20mm taxus liberte stent. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a broken catheter shaft.

Manufacturer narrative:
Device is combination product. Visual and microscopic examination of the returned device revealed a hypotube break approximately 39cm distal from the strain relief. Kinks were also identified along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).